Manufacturer narrative:
Manufacturing date corrected. An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
It was reported that implants were removed during single stage revision due to acute infection.

Event description:
It was reported that implants were removed during single stage revision due to acute infection.

Manufacturer narrative:
Additional devices listed in this report: 500-11-52e trident hemisph solid back shell lot code 47620301; 6704-0-510 md vit slv and 2.0mm homog cbl lot code 47406905; 6276-7-018 mod con dist stem 18 x 155 mm lot code caxpd26a; 6276-1-021 21 mm mod rev hip body/bolt stdcomp lot code 45062201; 6704-0-510 md vit slv and 2.0mm homog cbl lot code 46722702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device not returned.